Event description:
Customer reported set leaked through the silicone segment in the nicu while infusing tpn on baby. No further pt or event info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.